Manufacturer narrative:
G4: 15jun2021. G5: 510k: k102985. B4: 15jul2021.

Manufacturer narrative:
Based on the information received, it has been identified that MFR report#: 2031642-2021-04195 is the correct report and is the primary complaint. MFR report#: 2031642-2021-04219 has been identified to be a duplicate and should be nulled.

Event description:
The customer reported that diagnostic error power on self test (post) "backup audible failed." The customer confirmed the reported failure. The customer replaced the central processing unit (cpu) board to resolve the issue. The unit was tested and it was returned to service. The device was in clinical use, but there was no patient harm.